Event description:
It was reported that nine months and thirteen days post a dialysis catheter placement, there was a tear in the arterial part of the catheter just at the distal exit of the hub. It was further reported that the tear also caused some air to be drawn into the catheter. Furthermore, it was found that there was allegedly a leak. Reportedly, the catheter was removed and replaced. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the sample was not returned for evaluation. Five electronic photos were provided for review. The catheter fracture was noted in the photos. Therefore, the investigation is confirmed for the reported fracture and fluid leak. However, the investigation is inconclusive for the reported air in device issue as provided photos are not sufficient to confirm the issue. A definitive root cause could not be determined based upon the available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3. H11: h6 (method, result, conclusion). H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that nine months and thirteen days post a dialysis catheter placement, there was a tear in the arterial part of the catheter just at the distal exit of the hub. It was further reported that the tear also caused some air to be drawn into the catheter. Reportedly, the catheter was removed and replaced. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, a photo was provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that nine months and thirteen days post a dialysis catheter placement, there was a tear in the arterial part of the catheter just at the distal exit of the hub. It was further reported that the tear also caused some air to be drawn into the catheter. Furthermore, it was found that there was allegedly a leak. Reportedly, the catheter was removed and replaced. There was no reported patient injury.